Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic infection ("infections") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and fallopian tube disorder ("her fallopian tube were in bad condition"). At the time of the report, the pelvic infection had resolved and the fallopian tube disorder outcome was unknown. The reporter considered fallopian tube disorder and pelvic infection to be related to essure. The reporter commented: patient commented that essure caused infection and her fallopian tube were in bad condition. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specification. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.